Manufacturer narrative:
The reporter's meter was returned for investigation. The device data and fault memory do not contain error 9. The display shows no errors during the investigation. The claimed error cannot be reproduced. A possible reason for the "with the 5 and 9 blinking back and forth" cannot be determined. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Medwatch field b1 was updated.

Manufacturer narrative:
Section occupation is lay user/patient. The meter was requested for investigation.

Event description:
The initial reporter stated there was an issue with the display of the coaguchek xs meter. The reporter stated seeing error 5 and error 9 blinking back and forth. The reporter performed a display check and saw 888 with all segments present. The meter memory was also checked with no issues reading the results. No actual result misinterpretation was reported.